Event description:
It was reported that during a unknown procedure, the handpiece screw broke off in instrument while tightening. There was no reported patient consequence and another device was used to complete the case.